Event description:
It was reported that during a routine check , the cs300 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse checked and found the fuses were blown in the power supply assembly. He replaced the fuses and checked the unit and found again the fuses were blown due to power supply assembly malfunction. The fse found the problem is with power supply assembly d014-00-0033-05. The fse did not replaced the power supply assembly as the customer is not willing to purchase the part from getinge to repair the equipment.

Event description:
N/a.